Event description:
Returned device analysis revealed that the stent implant was dislodged from the sds and not returned. Subsequent information reported that the stent dislodged after the procedure.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal left main with heavy calcification. Pre-dilatation was performed and the 2.25 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal of the sds, resistance was met with the calcified vessel. A new xience v stent was used to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Evaluation noted that the stent delivery system (sds) was returned without any blood visible. There was dried contrast in the inflation lumen and on the outer member. The stent implant was dislodged and not returned. The balloon had loose folds with crimp marks on the balloon between the markers suggesting the stent was firmly and properly placed on the balloon at the time of manufacture. The loose folds are consistent with the noted stent dislodgement. Additionally, information was received confirming that the stent dislodged post procedure outside of the patient suggesting it may have related to post procedure handling. There were no kinks noted to the distal shaft. There was a kink in the hypotube shaft 14.5 centimeters (cm) distal to the strain relief tubing. The kink was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length was measured and met manufacturing criteria. The reported heavy calcification appears to have contributed to the reported failure to cross and subsequently led to the difficulty to remove. In this case, the reported failure to cross, stent damage and difficulty to remove appear to be related to the operational context of the procedure. A search of the lot history record indicated no related no nonconformance material records for the lot and a search of the complaint database indicate no product quality deficiency associated with this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.